Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that a liquid drips from light guide (lg) bundle, the control unit is dirty due to water leakage, and the grip, the up/down angulation lever plate (ud), the universal cord is sticky. Based on the results of the investigation, the most probable causes such as damage of parts due to wear/ deterioration/ deformation/ some kind of physical stress, without any design or manufacturing issue. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the evaluation, the visera hystero videoscope exhibited that a liquid drips from light guide (lg) bundle, the control unit is dirty due to water leakage, and the grip, the up/down angulation lever plate (ud), the universal cord is sticky. There were no reports of patient involvement.